Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in non-tortuous and heavily calcified anterior tibial artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured at nominal pressure. The device was removed and the procedure was completed with a different device. No complications were reported.